Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 of 4 on the home choice (hc). The home patient (hp) stated the patient line might have not been primed properly before connecting to it and that one of the unused supply lines clamp was open. The technical service representative (tsr) instructed the hp power the cycle on the hc. The hc alarmed system error 2367. The tsr had the hp power cycle on the hc and the hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies and to inform the registered nurse (rn) of the system error 2240. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause is use error. The lot number is unknown at this time; therefore a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.